Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a supracervical hysterectomy on (B)(6) 2013, and morcellex was utilized to treat dysfunctional uterine bleeding and fibroid uterus. It was reported that the pathology showed low grade endometrial stroma sarcoma, which showed more than 50% myometrial invasion; but negative for lymphovascular invasion. Robotic surgery was offered to complete staging including removal of cervix, ovary and lymph nodes with 2 years of megace - which was declined. Option for radiation discussed. The patient underwent a pet scan on (B)(6) 2013, which revealed to be benign. On (B)(6) 2015, the patient underwent a pet scan which showed active pelvic mass highly concerning for recurrent endometrial tumor, and new nodule on chest. On (B)(6) 2016, the patient underwent pelvic scans which revealed potential recurrence or residual tumor with abnormal appearance of residual vaginal cuff and cervix and possible thickening of the base of bladder. No additional information was provided.